Event description:
At 6:40 pm, getting ready to put resident to bed. Resident was raised up on the sara in good position. Was about to move the lift towards the bed and resident took both hands off the handles and her buttocks lowered slightly while still remaining in the lift. The staff member working on her own quickly placed the resident over her wheelchair and lowered the resident on to the chair. It was then the staff noticed a tear on her hand and called the nurse to have a look. The resident did not fall nor did she hit her head. Caregiver's description of occurrence; the resident's hand was treated with a hand dressing.

Manufacturer narrative:
It is unknown as to why the patient took their hands off of the handles during the transfer. Further information will be provided upon conclusion of the manufacturer's investigation.